Event description:
It was reported that when using the bd pyxis anesthesia es system was in disconnected mode, displayed a message on the screen indicating, "patient and orders may not be current", and was also offline on the rss, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and offline on the rss due to a network issue on the customer's end. A field service engineer confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.